Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the implantable neurostimulator (ins) had moved. It was noted that the ins was causing more problems than it was helping with the pain. It was noted that "it started with pain to the right side that was so severe that the medication wasn't working." It was noted that when the patient increased the stimulation, she would experience more pain that was "unbearable" so she completely turned it off which "helped a little bit." It was noted that the ins was implanted for sciatica and "it helped a little bit." It was noted that this pain started about ten days prior to report. It was noted that the patient was in bed at the time of report, and her medication was not helping. It was noted that the patient "just had x-rays done" on the day of report and that the "little disc" was moving inwards towards the sacral area. It was noted that the patient seemed to have one of the manufacturer's representatives coming out soon to "adjust it." Additional information received either days later reported that the patient had tingling in her right leg even with the ins off and at zero volts. It was noted that the patient had some bulging discs. It was noted that the patient fell about ten days ago, however this issue had been going on for about 1-2 weeks. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulation was in the wrong location. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient had an increase in their baseline pain after a fall. It was noted that the patient had a fall on (B)(6) 2014 and the way the stimulation was implanted, the wires were underneath the leads and the wires fell out from the leads. It was noted that on the right side, the patient normally had more pain than on the left side. It was noted that when the patient turned off the right side and turned on the left side, it automatically turned on the right side. It was noted that the patient turned the stimulator off because she had been having problems. It was noted that the patient turned the implantable neurostimulator (ins) off about 15 minutes prior to the report, but they were still able to feel stimulation. It was noted that the patient had an x-ray performed before and after her fall and she could see where the wires fell out underneath the lead. It was noted that the patient turned the ins on due to the weather. It was noted that the patient's left leg was hurting and she had it on high. She turned it off and was still able to feel stimulation. It was further reported that the patient had been attempting to talk to her physician about the situation, but ever since they did the implant, the patient had 2 discs and like a curve where the leads were. It was noted that it felt like a dagger where the leads were and it was worse the morning of the report. It was noted that the patient felt the wires down there, like they shifted. It was noted that the patient was instructed to leave the ins on. It was noted that the manufacturing representative reprogrammed the ins 2 months prior to the report. It was noted that the leads feel and it felt like the stimulation was on high on the right leg and she couldn't walk, it went numb. It was noted that she knew it was due to the stimulator. It was noted when the patient turned the right side off completely and turned on the left side, it actually turned on the right side as well. It was noted that the wires were kinked and they were avoiding all that. It was noted that the thing was defective. It was noted that the patient was unsure of what to do and thought about removing it because it was causing a lot of pain in the upper back, worse than what she had before the implant. It was noted that at t6 and t7, the patient had an unknown issue, and had a dagger in there and nothing helped.&#55305;t was unclear what the issue was. It was noted that the patient could take morphine, norco, or ointment and it didn't help. It was noted that the patient kept the ins because she had neuropathy and the neurostimulation helped her for it.

Event description:
Additional information received reported that the patient had concerns regarding the device. It was noted that the patient received assistance from the physician and manufacturing representative on (B)(6) 2014 and their concerns were resolved. It was noted that this was "after 14 months." It was further noted that the patient still had concerns regarding the device or therapy, but she was working with the physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014. It was further noted that "after 14 months, the patient's device was implanted on (B)(6) 2014 and the implantable neurostimulator (ins) was finally adjusted.&#55305;t was noted that the manufacturing representative explained to the patient how to adjust the stimulator. Additional information received reported that the patient had a follow up appointment and there were no evident issues with the stimulation system. It was noted that al impedances were "good."